Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped. The user was able to restart the pump; however, when the air bubble alarm sounded, the roller pump did not stop as expected. Along with the audible tone, the user also observed an "air detected" error message. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.